Manufacturer narrative:
H10: philips received a complaint by the customer on the v60 indicating that variations in the tidal volume observed. It was reported there was no patient involvement at the time the issue was discovered. A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. During troubleshooting, an issue was found with the gas delivery system, a proposal was sent for repair. The customer didn¿t accept the proposal and no work order was generated. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Variations in tidal volume, not in clinical use at time of discovery. Issue found with gas delivery system. Investigation is ongoing.